Event description:
It was reported that during a laparoscopic cholecystectomy procedure, clips fell out of instrument, could be removed, no further information is available. One device will be returning. There was no patient consequence reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Add'l info: multiple request for return of device have been made but no device has been returned.